Manufacturer narrative:
H4: the lot was manufactured on november 23, 2022, and november 28, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. It was further stated that the pump finished flowing six hours earlier. This was discovered during patient use. The device contained 44.6 ml fluorouracil and 75.4 ml sodium chloride (physio) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.